Event description:
The company was informed that the pt's device was explanted due to infection not related to the device. Advanced bionics is in the process of gathering more info. Once more info is received a follow up report will be submitted.